Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 3/2/2020 and 12/2/2020. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s right eye due to refractive surprise. It was replaced with a non-johnson and johnson iol with a lower diopter power (19.5). Vitrectomy, incision enlargement and sutures were required. No other information was provided.

Manufacturer narrative:
Additional information: section d10. Device available for evaluation? Yes. Returned to manufacturer on: (B)(6) 2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a non-jnj lens case. A non-jnj carton and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.